Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed yellow sending waves. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to contact their clinic regarding the red call doctor icon. Additional information was received that this device exhibited low out of range pacing measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed yellow sending waves. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed yellow sending waves. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to contact their clinic regarding the red call doctor icon. Additional information was received that this device exhibit low out of range pacing measurements on the right ventricular (rv) lead. Additional information was received that it was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.